Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with non-boston scientific device. There were no patient complications nor injuries reported.